Event description:
A customer reported that unexpected negative results were obtained with capture-r ready-ID (crrid) for a sample with a previously identified anti-c.

Manufacturer narrative:
Upon review of the image result files, results appeared as expected. The customer performed repeat testing using a different lot of crrid test wells. The expected positive results were obtained. The sample was submitted to and tested by immucors pi laboratory. No products were returned. The presence of the c antigen was confirmed by manual capture testing with retention product. A manual capture antibody identification panel was performed and positive results were obtained with all c positive cells. An antibody identification panel was performed on the neo using retention product. All controls performed as expected. The patient sample resulted as negative with all cells. The investigation did not identify a product deficiency. Retention product performed as expected. We were unable to rule out that reactivity observed may be unique to the patient sample.